Event description:
During the implant, this device failed to interrogate once the device was under the skin. The device was removed, interrogated appropriately, then reinserted in the same incision. Signals were 0.20-0.34 mv. The rep returned the next day and was able to interrogate the device by changing position of the programmer. Signal quality was found to be 0.41-0.50 mv. Physician chose not to exchange or replace device. Should additional information become available, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.